Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
The biomed reported the navigation (nav) ring not responding when adjusting settings. The manufacture's field service engineer (fse) visited the customer site and confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the front bezel to resolve the reported issue of nav ring failure. The unit passed the required test of the performance verification successfully.

Manufacturer narrative:
G4:09feb2021. B4:07apr2021. The user interface front bezel assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed. The product analysis technician reported that the root cause was due to contamination buildups found on the rotary adjustment assembly (navigation ring) matrix that causes the navigation ring not functioning. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.